Manufacturer narrative:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The manufacturer received information alleging of eye irritation, nose irritation, skin irritation, dizziness, headache and lung disease. At this time the patient required no medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, no secondary findings was observed. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and corrected. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The manufacturer received information alleging of eye irritation, nose irritation, skin irritation, dizziness, headache and lung disease. At this time the patient required no medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.